Event description:
A customer reported a system message was displayed during a procedure. The patient experienced "small bleeding." The procedure was completed with an alternate system. Additional information has been requested.

Manufacturer narrative:
Including, root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).